Event description:
A male pt underwent aaa repair on (B)(6) 2011. There were leaking valves on the main body and limb sheaths. Three units of blood given. (1820334-2011-00662). No additional info was provided by the reporter.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.